Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported black screen involving an olympus bronchovideoscope. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.